Event description:
It was reported that the device failed the accuracy test at minus 8.55 percent. There was no patient involvement and no patient harm.

Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed no visible physical damage. No evidence was available to review in the event history log. Functional testing could not replicate the reported issue; instead, the pump was found to be over delivering to specification. The most probable root cause was the expulsor assembly and being out of specification. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.